Manufacturer narrative:
Analysis of the device log files showed use of the device with multiple motor timeouts which were related to a weak chest load. In these cases, the chest did not provide enough push-back force to enable chest to finish compression in time, so by design, the unit stopped since it could not make its required compression timing and requested an adjustment. No device malfunctions we identified. Defibtech reviewed the results of the investigation and discussed the function of the device with the customer.

Manufacturer narrative:
The investigation of the device in underway and the cause of the event has not yet been determined. Once a root cause has been established, a follow-up MDR will be submitted.

Event description:
A professional customer reported that the device stopped performing compressions after thirty minutes when switching from one ambulance to another. They reported they switched to another device to finish the rescue. They further reported that the patient had rosc at the ER but died about 48 hours later.